Manufacturer narrative:
The returned device was analyzed and the reported allegations of cylinder degradation was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. Visual inspection confirmed the device allegation, but the device was functionally tested and no malfunction was identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.